Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported. Additional information received from the field indicates that although this device is expected to be returned for analysis, return will be delayed due to covid-19. This device has since been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
At this time, the product has not been returned. Once the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 captures the reportable event of surgery. Update: this implantable cardioverter defibrillator (ICD) was returned and analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported. Additional information received from the field indicates that although this device is expected to be returned for analysis, return will be delayed due to covid-19.

Manufacturer narrative:
At this time, the product has not been returned. Once the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported.